Manufacturer narrative:
The device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration and stenosis cannot be conclusively determined at this time. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/ conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that a 29mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of seven (7) years, one (1) month, and twenty-three (23) days due to degeneration and severe stenosis. Per obtained medical records, the patient presented with chronic heart failure secondary to severe prosthetic mitral stenosis. The patient also reported increasing shortness of breath, even at rest, and exertional dyspnea. A second device, a 29mm transcatheter valve, was deployed within the mitral prosthesis with good positioning being obtained and the patient remained hemodynamically stable. Post implant gradient measured across the prosthesis was about 3 to 4 mmhg. The patient tolerated the procedure extremely well. Patient was extubated and taken to the ICU in stable condition.